Event description:
It was reported that during an unknown procedure, the device worked correctly at the beginning of the procedure. The coagulation was correct and the physician trusted the device. When he tried to close the moors it didn't work. The device was clean and the nurse was taking care of cleaning it frequently but when pressed the tissues could not be coagulated. The case was completed with a competitors device. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was received with the upper distal roller detached and not returned. In addition, the blade was found buckled. This caused the upper jaw not to close fully. The device was connected to the generator and it was recognized. Because the jaw was loose not all testing was performed with the generator. The knife retracted after the handle was depressed. The blade was buckled but not enough to keep the device from opening and closing. The condition of the upper jaw prevented the functionality of the device. The jaw was unable to fully close. There is insufficient evidence related to what caused the damage. No conclusion could be reached as to what caused this issue.